Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain. It was reported that the patient was charging his device too frequently. The patient reported that before he would have to recharge about once a week, noting that the battery would be just about where it was now 4 days after charging. But currently he had to recharge about twice a week, noting that he just charged on (B)(6) and had 1/3 of a charge left. The patient was charging up to 100%. The patient was to contact his healthcare professional regarding the issue. No symptoms were reported. Follow-up was conducted.